Manufacturer narrative:
Additional information: h4 - device mfg date updated from blank to 04/09/2024. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In addition, in-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. An increase in complaints has been observed for lot 61390ud02; however, in-house performance was completed which indicates the product is performing as expected. (Note: in house testing was performed using retained reagent samples of lot 61390ud00 of which 61390ud02 is a sublot containing the same components.) Device history record review did not identify any non-conformances, potential non-conformances or deviations associated with the likely cause list number and complaint issue. A review of the manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency with the alinity I free t4 reagent, lot number 61390ud02, was identified.

Event description:
The customer observed a falsely elevated alinity I free t4 result generated for a patient sample. The following data was provided (customer¿s reference range 9.01-19.05 pmol/l): ft4 initial result = >64.35 pmol/l, repeat result = 16.32 pmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.all available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I free t4 result generated for a patient sample. The following data was provided (customer¿s reference range 9.01-19.05 pmol/l): ft4 initial result = >64.35 pmol/l, repeat result = 16.32 pmol/l no impact to patient management was reported.